Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used for the second firing on the stomach tissue. When firing the stapler, it completely stopped and the lcd screen went completely black, and it would not wake up. The stapler was not able to fire. The stapler partially fired before the lcd screen went black. In order to resolve the issue and complete the case, used the manual retraction tool to open and straighten the jaws and release them from the tissue. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.